Event description:
A caller, calling on behalf of a customer reported a delivery issue involving a replacement adc blood glucose meter. Caller further reported that one week prior to calling customer service on (B)(6), 2013 customer was feeling tired, was trembling and experienced a seizure because he did not have a meter to test with. Customer self-treated with candy and dessert, and then self-presented to his healthcare provider. At the healthcare provider's office readings of "54" and "58" were received on an unknown brand of meter. Customer was diagnosed with hypoglycemia and instructed to double his unspecified medication dosage. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The original MDR erroneously documented the second reading as "58", but the reading reported by the caller was "85". Additionally, although the customer returned the meter that was the precipitant for the delivery issue, no investigation will be undertaken as there was no reported problem with the meter.

Manufacturer narrative:
This is a final report. Complaint involved a delivery issue, hence no product will be returned for investigation. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.